Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon. The physician inserted the cordis bx velocity stent rx catheter into the vessel and placed the stent. The physician started to remove the stent delivery catheter and the occlusion balloon lost pressure. The physician then removed the device and was not replaced to complete the case. The pt is reported to be fine.